Manufacturer narrative:
Concomitant medical products: product ID: 4965-50 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient got out of bed at home, they experienced a syncopal episode, fell and hit their head. After the fall the patient was admitted to the hospital and an eight to nine second pacing pause was noted. The right ventricular (rv) lead exhibited high thresholds and possible oversensing. The lead was capped and due to the presence of a mechanical tricuspid valve, the lead was not replaced. No further patient complications have been reported as a result of this event.